Event description:
Healthcare professional reported left side "pain, shape disfiguration and rupture." Healthcare professional additionally reported "pain that does not heal for 6 months and stinging." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) and missing side assessed as inconclusive . Pain: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Additional observations: red particle observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and shape disfiguration.

Event description:
Healthcare professional reported "pain, shape disfiguration and rupture" on the left side. Healthcare professional additionally reported "pain that does not heal for 6 months and stinging" on the left side. Device has been explanted.